Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic with a recurrent driveline infection 1 week post the discontinuation of antibiotics. It was noted that the patient had been treated successfully prior to this event. The patient was admitted and underwent an incision and drainage to the affected area. No alarms were reported for the event. The patient was also prescribed 6 weeks of IV zosyn followed by an oral cipro for lifetime suppression.